Event description:
Patient's family member called respironics in 2004 to report that the patient passed away while using a bipap system in 2003. They stated that the patient was using a bipap s/t with whisper swivel and connected to tubing. The tubing became disonncected at the whisper swivel while the device was still running.